Event description:
It was reported that there was software problems arctic sun device switched into english language during normal functional check and could not be switched back. Control panel was replaced 6 months ago already. Please check device, it did not cool properly as well. Per additional information received via follow-up on 28mar2023, customer denied repair so nothing was done to the device. No patient involvement.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was software problems arctic sun device switched into english language during normal functional check and could not be switched back. Control panel was replaced 6 months ago already. Please check device, it did not cool properly as well.